Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. 4 photos of a 0.3ml insulin syringe from lot 0020552 was provided. Consumer reported when removing the shield, the needle with the shield was separated from the barrel. The photos were reviewed, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 0020552 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for cracked hubs. Bd was able to confirm the customer¿s indicated failure based on the photos received. H3 other text : see h10.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.